Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to a distal stent wrap with struts raised. Slight damage was evident to the distal tip, consistent with use of the device. There was no other damage evident to the remainder of the device. Please note that this device (endeavor resolute ) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use an endeavor resolute rx coronary drug eluting stent to treat a severely calcified, moderately tortuous lesion exhibiting 85% stenosis located in the proximal left anterior descending artery (lad). The device was not inspected. The lesion was pre-dilated, and the pre-dilation balloon passed normally. Resistance was noted while advancing the device to the lesion. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. The lesion was treated successfully with a non-medtronic stent. The patient was reported to be alive with no injury.